Manufacturer narrative:
B3. Date of event is unknown. E1. Initial reporter phone, (B)(6). The suspected device was returned for evaluation. Event log reviewed and reported failure mode was observed in event logs history. There was no 12-month service history during the review. Visual inspection had been performed and damaged downstream occlusion seal found. Downstream occlusion seal will be replaced. The probable cause of the reported issue was damaged downstream occlusion seal.

Event description:
It was confirmed during inspection of a returned pump that error code 42221, 46828 does appear in event log. If this high-priority error reoccurs, it will interrupt therapy and potentially impact patient.